Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "debif fault 76" and "defib disabled" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty resistor on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical canada service department and the customer's report was observed and attributed to the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.